Event description:
It was reported that patient experienced only a slight improvement of incontinence with artificial urinary sphincter (aus) device cysto was performed back in november. Patient underwent a surgical procedure 7 months after original implant to exchange his cuff from a 5.5cm to a 4cm. No adverse patient effects. Additional information was received. The physician does not think the measurement tool gave inadequate measurement.